Event description:
It was reported that there were o2 sensor errors while the ventilator was in use. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the device generated an o2 sensor error alarm during ventilation. The ventilator was investigated on site and the device o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has not reproduced the described customer issue. The gas modules were found faultless. The o2 sensor error alarm is caused by the o2 sensor in the ventilator device, this alarm cannot be generated due too faulty gas modules. The reported alarm could not be verified as no device logs have been returned for evaluation. A faulty o2 sensor will not affect ventilation, the sensor has only a measuring function in the ventilator system and will not change, or affect set values during ventilation. Faulty gas modules may cause the patient to receive an amount of oxygen in the gas mixture that can deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Since we have not been able to reproduce the reported customer issue and no log files have been provided, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4).